Event description:
Related to MFR report # 2183959-2012-02640. Related to MFR report # 2183959-2012-02638. It was reported that "on or about (B)(6) 2006," plaintiff was implanted with an ams monarc subfascial hammock. "The products were implanted in plaintiff to treat her pelvic organ prolapse and urinary incontinence." It was alleged by the attorney for the plaintiff that as a result plaintiff "has suffered mental and physical pain and suffering." It was also alleged that "plaintiff has undergone extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was further alleged that the implanted product has caused severe and irreversible injuries, conditions, and other damage.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.